Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and no error codes were received. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported the handpiece was sent to the caller because it was not working. The customer had no details on the problem. The device will be returned for analysis.